Event description:
During review of ventilator logs for an unrelated complaint, a technical error code indicating an open safety valve was noted. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator reportedly failed pre-use check. No service was requested. The user facility cleaned the internals of the ventilator. It then passed pre-use check and was put back into service with no issues. No parts were replaced. Review of provided ventilator logs found two instances of a technical error code indicating that the safety valve was detected as open without the fulfilment of the conditions for opening the valve, which generates a stop of ventilation. The user facility had reportedly not been aware of these instances. There are no reports that this occurred during patient treatment. The root cause of the technical error code has not been determined.